Event description:
It was reported that the patient will undergo surgery to washout the wound as the patient has been picking at the wound. It was reported that a possible lead revision will occurr. It was later reported that the patient underwent surgery and the lead and generator were removed due to infection.

Event description:
On (B)(6) 2014, it was reported that this vns patient¿s caregiver noted a wire protruding from the patient¿s neck. On (B)(6) 2014, the patient underwent surgery. The lead was not exposed, but a stitch that was used for tie down anchor had become exposed through skin. Diagnostics were run, and the lead tested ok. The surgeon then exposed the lead with an incision and removed the exposed stitch and anchor and repositioned the lead. A second diagnostic after this showed ok results. The patient also underwent prophylactic generator revision at this time. The generator was returned on (B)(6) 2014 and underwent analysis. The generator was returned due to no malfunction suspected/identified. Results of diagnostic testing (at room temperature) indicated that the battery status indicated ifi=yes in the pa lab. The battery voltage was 2.678 volts as received indicating an ifi=yes condition. The data in the diagaccum consumed memory locations revealed that 73.885% of the battery had been consumed. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator. Review of decoder data shows normal impedance for the duration of implant. Attempts for additional information have been unsuccessful.